Event description:
During review of programming history and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2014 and system diagnostics revealed high lead impedance (dc dc - 7). No patient adverse events were reported. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.